Event description:
Boston scientific received information that increased thresholds were noted on this left ventricular lead one day after implant. It was determined that the lead had dislodged from its original location. A procedure was performed to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that could have contributed to the dislodgment.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.